Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer the drive support cap is sticking out. The customer¿s blood glucose level was 200 mg/dl. Troubleshooting was performed for damage and drive support cap was sticking out. Customer was advised to the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed the displacement test, self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. The test mini link transmitter communicated properly to the insulin pump. No unexpected error message anomaly noted.